Event description:
The patient reported that the "up" and "down" arrow buttons were unresponsive on the keypad. The "up" and "down" arrow buttons have to be pressed multiple times to elicit a response from the keypad and only happens in the bolus screen. The buttons did not stick and the reporter denies damage to the keypad or exposure to water.

Manufacturer narrative:
The pump was returned to animas and the evaluation revealed that the keypad appeared to be intact with no lifting or peeling. The "up" and "down" keypad buttons were intermittently responding. The "ok" keypad button was responsive and did click and spring back normally. The keypad was removed and the "up" key contact was misaligned. The "up" and "down" key contacts became inverted when pressed and did not always spring back. There was also evidence of keypad adhesive found under all key contacts.

Manufacturer narrative:
(B)(4).animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.